Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. It also indicated atrial undersensing.

Event description:
It was reported that a device check did not show any atrial markers or events and the atrial electrogram was full of artifact. A review of the device performance data indicated progressive diminished and intermittent sensing of the atrial lead. Follow up information from the patient's clinic indicated that it is the physician's intent to replace the atrial lead at the next device change. Additionally, due to the patient's atrial tachycardia, the patient was experiencing a feeling like their heart was racing and pounding and they felt pre-syncopal but never lost consciousness. The atrial lead currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.